Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motion sensor test failure and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump gave him a motion sensor test failure after clearing the motor error alarm. The customer stated that the pump is stuck in the rewind loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, or verify motor error alarm due to alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.